Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula, and it was bent. Reminded the caller that the infusion set should be change every two to three days. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.